Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believes the pump battery was noted to be depleting quickly. The customer could not provide specific parameters or dates regarding the battery depletion. The customer declined troubleshooting with tandem technical support. The customer also declined to upload the pump data for review. There was no reported impact to the customer's blood glucose level.